Event description:
The water purification module (wpm) exhaust tubing popped out of the drain and sprayed the operator. The operator went to the emergency room (ER) and was administered first aid. There are no known reports of adverse health consequences due to this injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the event was an unsecured exhaust tube malfunction. The operator was not wearing proper personal protective equipment. The operator's guide provides a warnings: "follow standard laboratory procedures for protection of eyes and skin from biohazards and chemicals when performing maintenance procedures." Furthermore, "it is important to follow standard biohazard protection laboratory practice when handling these specimens or when operating, maintaining or troubleshooting the instrument." The operator secured the popped line on the instrument. The instrument is performing within specifications. No further evaluation of the device is required.